Manufacturer narrative:
The customer returned the device for evaluation. Upon receipt, it was noticed that the returned device does not match the reported device. Upon confirmation from the cardinal health sales rep, section d1 and d4 were updated accordingly. D9 and h3 were updated to reflect that a sample was returned and the evaluation is anticipated. The updated investigation results will be shared when available.

Manufacturer narrative:
Corrected the UDI in section d4.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) for each lot affected was reviewed, showing that manufacturing and inspection product was performed as per applicable procedures and validated process. All inspection results were within acceptable criteria as per established sampling plan levels quality procedures. One sample was received for evaluation. A visual inspection was performed according to procedure. In addition, a functional test was performed. The balloon was inflated with water and no leak or rupture was detected in the balloon. Based on historical data the supplier was issued a formal corrective/preventative action (CAPA) the root cause and action plan will be documented to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the skin level device balloon burst. Additional information provided on 9/18/23, stated that the device fell out at home. The family had 14fr suction catheter at home so that was placed in the stoma with a minimal amount of time out until they attended (B)(6) hospital emergency department. Medical intervention was required to perform a dilatation of the gastrostomy with progressively larger catheters under sedation until able to pass a 12fr kangaroo device. The patient was discharged from the ed with a new device in place.